Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to a back surgery. It was not confirmed if the back surgery was device related. The explanted device was not returned. No further information has been obtained despite good faith efforts.